Event description:
The baxter field service engineer noted an infusion pump with depleted batteries. Information was not provided regarding whether or not the failure occured during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed during service on 12/26/2006 at the customer's facility. The batteries were potentially damaged and were replaced. This issue is being investigated under CAPA.